Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed which resulted in pacing inhibition, but no asystole. The rv lead was explanted and replaced. The cause of the observations was not determined. No additional adverse patient effects were reported.